Event description:
On (B)(6) 2025, hemothorax was diagnosed and drainage tube was inserted into the left pleural cavity for treatment. During the insertion of the drainage tube, the lll was injured, and a pneumothorax was also developed. A pleurodesis procedure was performed under general anesthesia on (B)(6) 2025. The procedure was completed with two drainage tubes in place. The drainage tubes were removed sequentially on (B)(6) 2025. Pneumothorax and hemothorax were deemed resolved on (B)(6) 2025.